Manufacturer narrative:
Investigation x-review DHR analysis and findings complaint (B)(4). Was the complaint confirmed? No. Distribution history: the complaint product was manufactured at csi on 19-aug-2022 under work order (B)(4) and sold on 22-aug-2022. Manufacturing record review: DHR-323621 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. The lot number has been depleted from inventory. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Inquiry on incoming e-complaint (B)(4). "Have you had any concerns reported on this product of blistering noted under the skin where the vacuum was applied?

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Inquiry on incoming e-complaint-(B)(4). "Have you had any concerns reported on this product of blistering noted under the skin where the vacuum was applied?